Event description:
It was reported that the up button on the infusion device was not fully functioning and the rubber covering of the button was damaged. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.